Event description:
Ous MDR - after an implantation time of about 82 months, unexpected eol without warning, due to battery parameters and eri detection were reported. A previous follow-up in 2008, showed normal parameters.

Manufacturer narrative:
Ous MDR - upon receipt the device was not interrogatable. The measurement of the pacemakers output signal showed a missing stimulation. Next, the device was analyzed destructively and the battery was found to be depleted. Microscopic surface inspection showed a microscopic foreign particle. Because of this microscopic foreign particle inside the surface of the housing, the current was leaking, causing the battery to be depleted.